Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004 and mesh was implanted. The patient experienced vaginal discharge and vaginal erosion in 2005. On (B)(6) 2006, patient presenting more than one year after cystocele repair with mesh erosion of the strip about 1 cm and 5 mm wide. Revision indication. The patient underwent tractor placement at the 2 ends of the erosion zone and excision of the plate on the exposed part. No further information was provided.